Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found dried body fluid n the helix housing and deformed and stretched coils from the terminal end. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement. This ra lead was explanted, replaced with the same model and returned for analysis. No additional adverse patient effects were reported.